Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient experienced high blood glucose event on (B)(6) 2026.the blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The event occurred three or more hours after insertion. The insertion site was abdomen. Patient had an inflammatory response or scar tissue can block the flow of insulin on any set that leads to high blood glucose. No further information is available.